Event description:
It was reported that the tip of the screwdriver broke while the surgeon was tightening the screw. No adverse event was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.